Event description:
Patient reported that they were injected "underneath the eyes" with juvederm voluma xc they experienced severe swelling at the injection sites. The swelling resolved 11 weeks later on the left side but returned two weeks later. The patient stated that the injector has been "injecting something into the area , starting 3 weeks ago, once a week". The symptoms have not resolved. Company representative reported on behalf of the injector that the patient was injected with 1 syringe of juvederm voluma xc in the lateral cheeks. The patient is experiencing "lumps of inflammation at the injection sites". The injector believes the events to be due to biofilm. Patient has been treated with hyaluronidase.

Manufacturer narrative:
Further information from the reporter regarding event product or patient details has been requested. No swellings and "lumps of inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.